Event description:
As reported to coloplast though not verified, patient was implanted with coloplast restorelle dfp. Later the patient experienced fecal incontinence, vaginal dryness, dyspareunia, vaginal atrophy, severe constipation, feels mesh at times, tender at the mesh insertion sites, notes urine retention and leakage. Muscle exercises of rectum and vaginal estrace were prescribed and a colonoscopy was completed; normal. Topical and oral estrogen were prescribed. Patient reports no improvement with mesh discomfort with estrogen cream treatment; reports less urine retention and no leakage; no further treatment recorded.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.